Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system pcb assembly and the ECG connector assembly and after observing proper operation through functional and performance testing, the device was returned to the customer for use.

Event description:
During a routine preventative maintenance inspection on the customer's device, physio-control observed noise across all standard ECG leads, as well as a delay of approximately 70-75 milliseconds while attempting a synchronized cardioversion shock.&#2061; physio-control has concluded that a sync delay exceeding 60 milliseconds may deliver the energy on the t-wave which could cause a patient to go into ventricular fibrillation there was no patient use associated with the reported event.